Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03099. It was reported, the pt is experiencing ineffective stimulation in addition to rib stimulation. An sjm representative was unable to resolve the issue with reprogramming. The pt's x-rays are to be reviewed as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.